Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in belgium. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean 9000 series power toothbrush caught on fire while charging. No injury or property damage was reported.